Event description:
Reporter calling, stating she has had problems with two minimed 770g insulin pumps, the first in "approximately april 2024" and then again in "approximately july 2024". Reporter states medtronic sent her a safety notification regarding potential problems with the 770g, and sent her a new battery cap to use. Reporter states she placed the new battery cap on but after some time the screen on her insulin pump was slow to wake up or sometimes would just stay blank and not wake up at all. Reporter additionally states the responsiveness of the screens changed, and was slow to toggle through options or when entering information, and sometimes took up to three button presses before the device would respond to the button push request. Reporter states she occasionally had connection problems with the battery cap and she occasionally had to retighten the cap. Reporter states she contacted medtronic about these problems and they sent her another 770g. Reporter states the new 770g worked fine for a little while, however the same exact problems began happening again. Reporter states that she has not had any issues with insulin delivery with either device, and she is otherwise happy with this system except for the problems described. Reporter states she is in the process of "upgrading" to the 780g, however states this isn't likely to occur "until 2025".